Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis identified a product performance issue. Upon further testing the programmer's inverter was found to have no output and a melted inverter cover. The inverter and cover were replaced. No further issues were found that contributed to the device not meeting specification.